Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded per the manufacturer's clinical specialist the user facility mounts their pads on a curved portion of the reservoir. There were six level sensor pads that appeared to be dried out.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pads appeared dried out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the level sensor pads, that the customer uses with their reservoir enable the user to safely monitor the blood level in a bypass circuit reservoir. This is a device that is needed for her to conduct safe perfusion. During set up for a procedure on (B)(6) 2018, it was noticed a few pads were very dried out and deemed not usable.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) received 13 mounting pads, only three were unused. Two of the three mounting pads adhered to the lab use only medtronic and manufacturer's oxygenator throughout the evaluation. The last unused mounting pad was retained for further testing if needed. The oxygenator that the user facility was using has a slight curvature and per the operator's manual the mounting surface should be flat and clean. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.